Manufacturer narrative:
A product was not returned for analysis, the lens remains implanted. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that after an intraocular lens (iol) implantation procedure, the doctor noticed under the slit lamp that the intraocular lens was shaking. There is no impact to the patient's va (visual acuity).